Event description:
On (B)(6) 2016 the representative reported at this time there was no further information in regards to the patient's history of refills other than that the patient used to get refilled every 30 days no matter how much drug was left inside the reservoir. The representative was to visit with the physician to try and obtain more information.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a health care provider via the representative regarding a patient in (B)(6) who was receiving gablofen 500 mcg/ml at an unknown dose (dose and lot number not obtainable) and prialt/ziconotide at an unknown concentration and dose (both not obtainable as well as the lot number) via an implantable pump. The patient's concomitant medications were not obtainable and the patient's medical history was reported as "none." The indications for use was requested but was reported as not available. It was reported that during normal use the physician explanted and replaced the pump on (B)(6) 2016 as he suspected baclofen overinfusion. It was initially unknown what led/caused the event or what diagnostic testing or troubleshooting occurred. The issue was reported as resolved and the patient's status was reported as alive-no injury at the time of the report. The pump was expected to be returned. The pump's implant date was not obtainable and the serial number was not specified. It was later reported that both of these were not yet available. On (B)(6) 2016 it was further provided the patient went into a coma. The physician emptied the pump reservoir and compared the amount withdrawn with the expected volume. The physician found the drug was "a lot less more than what he expected." In the pump annotations, one could read the concentration at 500mcg/ml, but actually the pump was refilled with baclofen 2000mcg and apparently no transition bolus was performed. The patient was "fine up to now/now fine." Additional information has been requested regarding clarifying details of the filling of the pump with 2000 mcg/ml of baclofen including specific volumes, intended concentration, refill observations, programming inquiries, serial of the physician programmer, and event date. However, on (B)(6) 2015 information from the representative was received who indicated there was no information available regarding issues filling the pump, template use, specific volumes, intended concentration filled, programming details when the pump was filled, clarification regarding pump overinfusion vs. Overdosed regarding the concentration, bridge bolus programming, hospitalization, serial number of the programmer, initial date of the event, and serial number of the pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed no significant anomalies with the pump. Recall, notification correction number z-1570-2014 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-24 additional information was received regarding the patient's previous refills. However, the actual residual volumes that were removed from the reservoir were reported as not tracked. The patient's myptm usage was enabled: each bolus was made of 25 mcg baclofen and 0,01 mcg prialt. The maximum activations were 6 activations per day; lockout interval was 2 hours; duration of 3 minutes. On (B)(6) 2015, simple continuous of baclofen 500 mcg/ml at a daily dose of 434.97 mcg and simple continuous ziconotide (prialt) 0.2 mcg/ml at a daily dose of 0.17399 mcg to which the expected residual volume was 7.8 ml and the pump was refilled with 20 ml. On (B)(6) 2015, simple continuous of baclofen 500 mcg/ml at a daily dose of 434.97 mcg and simple continuous ziconotide (prialt) 0.2 mcg/ml at a daily dose of 0.17399 mcg to which the expected residual volume was 7.9 ml and the pump was refilled with 20 ml. On (B)(6) 2015, simple continuous of baclofen 500 mcg/ml at a daily dose of 217 mcg and simple continuous ziconotide (prialt) 0.2 mcg/ml at a daily dose of 0.08680 mcg to which the expected residual volume was 9.6 ml and the pump was refilled with 20 ml. On (B)(6) 2015, simple continuous of baclofen 500 mcg/ml at a daily dose of 233.02 and simple continuous ziconotide (prialt) 0.2 mcg/ml at a daily dose of 0.09321 to which the expected residual volume was not available and the pump was refilled with 20 ml.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-20 additional information was received from the representative. It was confirmed that pump, (B)(4), and catheter (B)(4) were associated with the previously alleged overinfusion, volume discrepancy, and coma. Pump, (B)(4), was confirmed to be explanted on (B)(6) 2016. The low and empty pump alarms were confirmed to have occurred after the explant of the pump. Reportedly, the listed products from the session report, sn (B)(4), were not newly implanted, not implanted on (B)(6) 2016, and there were no allegations associated with these two products.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On (B)(6) 2016 information was received from a health care provider via a representative in which a session report, noted from pump (B)(4), on (B)(6) 2016 15:44 was provided. The pump was last changed on (B)(6) 2016 at 14:07. This indicated that the device was delivering baclofen 500.0 mcg/ml at 233.02 mcg/day and prialt 0.2 mcg/ml at 0.09321 mcg/day. A low reservoir alarm had occurred on (B)(6) 2016 at 06:03 and an empty pump alarm occurred on (B)(6) 2016 09:41. A low reservoir alarm on (B)(6) 2016 at 14:08 and an active alarm was silenced on (B)(6) 2016 at 14:08. These appeared to have occurred after the pump was explanted as the explant date was reported previously as (B)(6) 2016. Clarification was requested to determine model/serial of the explanted pump and newly implanted pump and explant/implant dates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.